Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease/toxicity lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information received on 01/30/2023 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease/toxicity lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that there was no visible foam degradation. Evaluation method code grid, evaluation results code grid and conclusion code grid was updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-73474. This report was submitted as a duplicate report of the previously submitted report.